Event description:
The patient's incision reportedly was not healing. In 2005, the surgeon decided to aspirate the site and culture the fluid. The results were positive for staph infection. The patient continues to be monitored by the center.